Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on b)(6) 2013 as part of the b)(6) study. According to the complainant, the patient underwent his second bronchial thermoplasty treatment to the left lower lobe on november b)(6) 2013. The procedure was completed successfully with no issues noted. On b)(6) 2013, the patient was diagnosed with pneumonia with the symptoms of left sided pleuritic chest discomfort, dyspnea, and sweating. The patient was admitted into the hospital and was treated with medication, rest, and fluids. The patient was discharged from the hospital the following day on b)(6) 2013. The event of pneumonia has been reported as resolved with residual effects. Baseline spirometry values: visit date: b)(6) 2012: pre-bronchodilator; fev1: 2.11, fev1 % predicted: 68.28, fvc: 2.77, fvc % predicted: 69.08; post-bronchodilator; fev1: 2.46, fev1 % predicted: 79.61, fvc: 3.14, fvc % predicted: 78.30.

Manufacturer narrative:
(B)(6). (B)(4).

Manufacturer narrative:
B)(6). MFR name: boston scientific corporation (B)(4). Study source: b)(6). A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. Pneumonia is listed in the dfu as a potential adverse event that may occur. Therefore, the most probable root cause classification is anticipated procedural complication.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2013 as part of the (B)(4) study. According to the complainant, the patient underwent his second bronchial thermoplasty treatment to the left lower lobe on (B)(6) 2013. The procedure was completed successfully with no issues noted. On (B)(6) 2013, the patient was diagnosed with pneumonia with the symptoms of left sided pleuritic chest discomfort, dyspnea, and sweating. The patient was admitted into the hospital and was treated with medication, rest, and fluids. The patient was discharged from the hospital the following day on (B)(6) 2013. The event of pneumonia has been reported as resolved with residual effects. Baseline spirometry values: visit date: (B)(6) 2012. Pre-bronchodilator fev1: 2.11 fev1 % predicted: 68.28 fvc: 2.77 fvc % predicted: 69.08 post-bronchodilator fev1: 2.46 fev1 % predicted: 79.61 fvc: 3.14 fvc % predicted: 78.30. Additional information received since (B)(6) 2013. According to the complainant, the event of pneumonia was considered resolved as of (B)(6) 2013.